Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: unk-p-scs-linear_leads detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during the trial procedure. The patient woke up from general anesthesia in excruciating pain. Upon checking impedances, the readings were notably low, leading to a suspicion that the leads were intrathecal. The physician pulled the leads and sent patient to the hospital for evaluation of a potential epidural hematoma. No further information has been obtained.